Manufacturer narrative:
Apoc incident: # (B)(4). The investigation was completed on 14-oct-2025. A review of the device history record confirmed the cartridge lot met finished goods release criteria. Retained cartridge testing met the acceptance criteria outlined in appendix 1 of q04.01.003 rev. Ao (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for hs-tni cartridge lot a25166.

Event description:
Correction for initial: b5 from: contemporary troponin per I-stat system manual: art: 715595-00v reportable range: 0.00 - 50.00 reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results). Reference range: 0.00 - 0.08 (represents the 0 to 99% range of ressults). To: high sensitiviy troponin per I-stat system manual: art: 793033-00a reportable range: 2.9 to 1000 ng/l sex n 99th percentile (ng/l, pg/ml) 90% ci (ng/l, pg/ml). Female 490. 13. (10, 17). Male 404. 28. (19, 58). Overall 895. 21. (14, 30). H1: from: malfunction. To: serious injury to align with b2.

Manufacturer narrative:
Apoc incident: # (B)(4).

Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a 57-year-old female with chest discomfort, lightheadedness lasting several weeks, some shortness of breath. Return product is available for investigation. Method: I-stat, date: (B)(6) 2025, collected: 1822, tested: 1822, results (ng/l): 109.1, sample: pst-lihp whole blood, comment: positive/contemporary troponin. There was no repeat, no comparative test performed. The patient was treated based on the I-stat result. Patient was admitted. Left heart cath, ffr/ifr performed. Customer states if treatment was based on the lab result performed on (B)(6) 2025 at 0029 hours, patient would not have been admitted or received the cath procedure per cardiologist. The reporting decision was based on the limited information available that suggested that product was not performing within the variability. There is no evidence the patient suffered an mi. Per I-stat system manual: art: 715595-00v: reportable range: 0.00 - 50.00, reference range: 0.00 - 0.03 (represents the 0 to 97.5% range of results), reference range: 0.00 - 0.08 (represents the 0 to 99% range of ressults).